Manufacturer narrative:
The reported event was confirmed. The issue reported is related to a clinical event and not related to a device malfunction. Additional communication confirmed the device itself did not contribute to this event. User error could have likely contributed to the reported event.

Event description:
It was reported that, the surgeon cannulated the hepatic artery deep into the hepatic artery against the organox recommendations of 1-2 centimeters. The transplanting surgeons believe this caused a clot to form in the hepatic artery resulting in additional interventions prior to implanting the liver. This required the implanting surgeon to clear the clot from the hepatic artery and add additional anticoagulants. This liver was reallocated and subsequently, the liver was transplanted successfully.

Event description:
It was reported that, the surgeon cannulated the hepatic artery deep into the hepatic artery against the organox recommendations of 1-2 centimeters. The transplanting surgeons believe this caused a clot to form in the hepatic artery resulting in additional interventions prior to implanting the liver. This required the implanting surgeon to clear the clot from the hepatic artery and add additional anticoagulants. This liver was reallocated and subsequently, the liver was transplanted successfully.

Manufacturer narrative:
Additional device information received. Updated d4 to include lot number and UDI number. Updated h4 to indicate device manufacture date. No other changes.